Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter and said the patient denies having zero problems which conflicts with what was previously reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor therapy. Caller said the patient received their implant earlier today, but they haven't noticed any improvement yet. During the call, the friend communicated to the ins which showed stimulation was on. It is unknown if the patient is feeling stimulation in the correct area; the caller was able to connect and increase stimulation a little bit. It was reviewed to complete a voiding diary to track progression/therapeutic response. It was further reviewed that time to therapeutic benefit varies from patient to patient. Patient does not intend on following up with an healthcare provider (hcp) so they will track results and adjust as needed. On 2018-sept-10 additional information received from the patient reported that her incision area was painful and sore and that when she placed the patient programmer antenna over the implant it felt hot. The patient was reviewed labeling for incision soreness and reviewed patient programmer antenna was not sterile and was redirected patient¿s doctor. The patient noted that she might increase stimulation a little bit to see if that would give her more relief.